Event description:
Treatment of an ophthalmic aneurysm. It was reported after two pipelines were deployed, a balloon was required to achieve full wall apposition.no patient injury reported.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient.model# and lot# of other pipeline involved:model# fa-77450-12; lot# au11-064 - dom: 8/19/2011 - exp: 8/19/2014.(B)(4).